Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse addressed the issue through replacement of the dual string potentiometer and the setup joint (suj) 1 with axes controller joint (acj). Following this, the system was further tested and verified as ready for use. The replaced dual string potentiometer is a field scrap item and will not be returning to isi for further investigation. Isi has not received the replaced suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification via rfe logs confirms the occurrence of a procedure on the reported event date with system messages matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer used another patient side cart after the start of the procedure due to an error on universal side manipulator (usm) arm 1. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the system displayed informational code 23072 on universal side manipulator (usm) arm 1. The customer received phone assistance from the technical support engineer (tse). Prior to the call, the customer made a decision and switched over to another patient side cart (psc). The technical support engineer (tse) reviewed the logs and confirmed the system message pointing to a mismatch error between the primary and secondary setup joint (suj) z-axis. The user continued with the procedure with no further issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information; however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the setup joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The error 23072 showed up in the error log history. During physical inspection, the fiber optic was noted to be damaged.

Event description:
Refer to h10/h11 for follow-up information.